Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted with the same symptoms from prior to implant, and that there were high thresholds and an apparent loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.